Event description:
Dexcom technical support was contacted on (B)(6) 2013 by international distributor. Patient's father reported to the distributor on (B)(6) 2012 that on that day, upon removal of sensor due to failed sensor soon after insertion, the sensor wire was not present on the underside of the sensor pod. Dexcom attempted to acquire additional information related to the event, with no avail. Additional information will be provided should a more complete version of the complaint become available to dexcom.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.